Event description:
It was reported to target that if was impossible to introduce coils into the catheter. It seem to be blocked up. However, during the product evaluation performed on 3/19/98 it was discovered that the catheter had ballooned and ruptured. This malfunction brought no harm to the pt.